Event description:
It was reported that during a tfn procedure of a hip fracture, surgeon inserted the nail and was inserting the helical blade, when the helical blade became stuck halfway through the nail. The locking mechanism of the nail was down and deployed and would not allow the helical blade to advance through. Surgeon backed out the nail and helical blade. Surgeon re-inserted a new nail and helical blade to complete the procedure with no further problems. No adverse effect to the patient. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This report is for file (B)(4).